Event description:
A patient who underwent single-chamber ICD placement after complications from previous devices and received 2 inappropriate shocks from his current device for what appears to be an artifact causing noise on the rv lead. He was admitted after his aicd fired. Ep was consulted to interrogate the patient's aicd which demonstrated that with vigorous pocket manipulation in either lying on back or lying on side position, an appreciable amount of artifact could be reproduced as likely the source of the artifact that was causing inappropriate sensing of ventricular fibrillation and therefore, inappropriate shocks. The candidates for the cause of this artifact could be faulty header connection, loose setscrew, or early fracture of the lead. The patient had implantation of a new durata right ventricular (rv) lead with re-implantation of chronic biventricular ICD generator. He was then discharged to home.